Event description:
The customer reported to philips that the device turns on automatically for no reason. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.